Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, inflation/deflation difficulties were encountered. The lesion being treated was located in the left anterior descending artery (lad). The physician was deploying a taxus express2 8.8% 3.5 x 16 mm drug eluting stent in the lad. He tried inflating the balloon and was only able to inflate minimally, when he noted a waist in the stent delivery balloon. The physician was unable to deflate the balloon but was able to remove the stent and delivery system. The physician completed the procedure with another taxus stent. No pt injuries or complications were reported. The pt's condition is reported as okay.